Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. This was unable to be confirmed through review of pump history during troubleshooting with tandem technical support. Reportedly, the customer had not charged the pump as long as they initially thought. In addition, it was reported that the pump shut off. The customer blood glucose (bg) level was impacted 564 (mg/dl). The customer stated a correction bolus via the pump would be administered to address bg level. During troubleshooting with tandem technical support, review of the pump history confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Subsequently, the pump shut down due to insufficient battery power. Recommendation was made to the customer to charge pump more frequently.